Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing associated with the right ventricular lead. Concomitant: 5554 lead, implanted: 2002-(B)(6), (B)(4).

Event description:
It was reported that the patient presented with bradycardia due to a pacing failure. It was determined that a lead warning was triggered for the ventricular lead due to infinite impedance. Pocket manipulation was performed which indicated sensing integrity counter (sic). In addition, the device data recorded numerous ventricular high rate episodes. The lead was reprogrammed and a temporary pacing device was applied. The ventricular lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.